Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and lymphadenopathy.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported ¿breast deformity with a hard consistency¿, ¿mammary gland anatomy deformity¿, ¿lobulated edges and the presence of peripheral folds¿ and ¿inflammatory-looking lymph nodes in both axillary regions.¿ device remains implanted.